Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was implanted with an impella cp and exhibited a mottled and cool lower extremity. The limb lost doppler pulse and showed weak non-pulsatile flow. The pump was weaned to p4 to restore doppler pulses, color, and temperature. Due to the patient's poor prognosis, the family decided to withdraw care and the patient expired.